Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure due to pain at pocket site.

Event description:
A report was received that the patient was experiencing pain and discomfort. It was noted the patient had swelling around lead site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain and discomfort. It was noted the patient had swelling around lead site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing pain and discomfort. It was noted the patient had swelling around lead site. The patient will undergo a revision procedure.